Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. It was found that the customer centrifuges patient samples for 5-6 minutes at 4000 rpm, which may be too short and too fast. The customer noticed their dilution vessels were overfilling and performed a reagent prime and ise checks. The field service engineer (fse) found that there was a mechanical failure of the vacuum nozzle. The fse replaced the vacuum nozzle and performed ise checks and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable gen.2 ise indirect for na, k, and cl results for 1 patient sample on a cobas 8000 cobas ise module. The customer has been having issues with calibration errors and running qc. The initial na result was 141 mmol/l, the initial k result was 4.6 mmol/l, and the initial cl result was 120 mmol/l. The repeat na result was 164 mmol/l, the repeat k result was 4.0 mmol/l, and the repeat cl result was 102 mmol/l. The sample was repeated a third time and the na result was 141 mmol/l. The repeat results for k and cl and the na result of 141 mmol/l were deemed correct.